Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the operating room for generator change due to normal eri. The electrical function of the lead was tested, and no anomalies were detected. The lead will remain in use with the new device, and patient will continue with routine follow-ups by the physician.

Manufacturer narrative:
The lead showed externalized conductors via review of diagnostic imaging, which was not previously reported.

Event description:
New information received indicated that the lead was extracted during device change-out for normal eri. There were no electrical anomalies observed. Previously, the lead showed externalized conductors via review of diagnostic imaging. The patient was fined during and after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.6 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.2-13.6 cm from the distal tip. Internal insulation abrasions were noted at 8.5-9.5 cm, 19.3-21.1 cm, 23.2-24.0 cm, 27.1-27.6 cm, and 29.5-30.7 cm from the distal tip. The etfe coating was intact at these locations.